Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No images or videos were submitted for review. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# n11210802 0216) associated with this event has been performed. Per the review, the following was confirmed: the instrument was last used on (B)(6) 2022 during a thymectomy procedure via system serial# (B)(4). There were 12 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the fenestrated bipolar forceps sparked during use. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The reported issue occurred during coagulation. The instrument did not collide with other instruments and there was no damage to the conductor wire and no injury to the patient. The customer was unable to release patient demographic information for this event due to the hospital privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley in two locations. The first area of thermal damage is found near the base of the grips. The second area of thermal damage was found on the yaw pulley, near the grip close cable. The instrument passed electrical continuity, upon visual inspection, there was no conductor wire damage. The root cause of this failure is attributed to the mishandling/misuse.